Manufacturer narrative:
An error message displayed was reported to abbott. The patient's ipg was inoperable, and no cp logs were made available. The ipg was replaced to reestablish effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Additional information was not provided. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs patient controller displayed the "replace generator" error message, indicating that the device has reached its end of service. It is unknown when this issue began for the patient. A manufacturer representative interrogated the system and confirmed the issue. In turn, the patient may undergo surgical intervention to address the issue.